Event description:
It was reported to philips that system failed to fluoro; no error messages displayed on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
No fault was found, and the issue was unconfirmed and closed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).